Event description:
While performing surgery (nephrectomy robotic), a piece on robotic cautery hook broke. All pieces were removed, no change in patient status, lives left on instrument were recorded. Broken tag was placed on instrument and instrument was placed in risk management box in the front of the o.r.